Event description:
It was reported during remote follow up that the right ventricular lead exhibited oversensing due to noise. This oversensing resulted in pacing inhibition. The lead will continue to be monitored. There were no patient consequences.

Event description:
New information received notes an additional complaint of under-sensing. The lead was capped on (B)(6) 2022 and successfully replaced. The patient was stable and asymptomatic.

Event description:
New information received notes the right ventricular lead exhibited high capture thresholds.